Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the receiver (sm50771466) that was used with the complaint device was returned for evaluation on (B)(4) 2015. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the pediatric share direct receiver (part number stk-cr-pnk/serial number (B)(4)/lot number 5197968), being used with the complaint transmitter, was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced. Receiver data log was downloaded and gaps longer than 3 hours were observed but readings recovered. The root cause could not be determined.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal. No additional patient or event information is available.